Manufacturer narrative:
A philips bench repair technician (brt) tested the device. When powering-on the device, a speaker malfunction error appeared on the display, and the speaker would not produce sound. There was no damaged noted to the speaker or cable. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue multi measurement server x2 indicating that during bench repair testing of the device, it was found that the speaker would not produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.